Event description:
The facility reported to baxter that an intermate sv 200 device was found to have a crack at the luer lock, following an infusion on a female patient. Therefore, the sterile fluid pathway was breached. This condition was noticed by the patient as she went to disconnect the device following an infusion of 1 gram of ceftriaxone in 100ml of normal saline. The patient reported she received the full infusion without any problems and no leaking was observed. There was no patient injury, medical intervention necessary, or adverse reaction in association with this event. No additional information is available.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Manufacturer narrative:
(B)(4). The lay user/patient's meter has been returned and evaluated by lifescan product analysis with the following findings: the meter involved in this case has passed testing with no faults found. If any additional information is available, the FDA will be notified in a second follow up report. At this time, we consider this matter closed.

Event description:
On (B)(6) 2010, the lay user/patient's relative contacted lifescan (lfs) alleging that the onetouch ultralink meter was reading inaccurately high. The medical surveillance specialist (mss) was unable to reach the lay user/patient or reporter by phone for follow-up questions. The following complaint was classified based on information obtained from the customer service representative (csr). The reporter alleged that the issue first began in (B)(6) 2010 (date/time not specified). At an unknown date/time the reporter stated the patient obtained blood glucose results of "high and 359 mg/dl" with the subject meter and "218 mg/dl" with the onetouch ultralink meter, performed within 30 minutes of each other. Based on statistical methodology, the calculated difference of these glucose results exceeds the expected value of <= 30% and/or <= 30 mg/dl. The reporter indicated the patient manages his diabetes with an unspecified type of insulin (self adjuster). Over the past five months, the reporter claimed that as a result of the alleged meter issue, the patient was increasing the dosage of his insulin; however, the amount of insulin administered is unclear. At an unspecified date/time in (B)(6) 2010, the reporter claimed the patient developed symptoms of shaking, lightheadedness, weakness, and confusion. It is not known what treatment, if any, the patient may have received as a result of the reported meter issue. At the time of troubleshooting, the csr verified the correct unit of measurement on the subject meter and that the blood glucose result was from the approved (per owner's booklet) sample site. In addition, the csr noted that the patient did not have the subject meter set to the correct code number as recommended by the owner's booklet. Replacement products were sent to the patient. Based on the information provided, this complaint is being reported due to the following conclusion: the reporter claimed that the patient developed symptoms suggestive of severe hypoglycemia after the alleged issue began.